Event description:
The pt experienced pain in the implantable neurostimulator pocket. The discomfort began in late 2008, and was worse when the device was on. Device interrogation revealed impedances greater than 4,000 ohms on electrodes 9 and 15. Additional info has been requested. A f/u report will be submitted if additional info becomes available.